Event description:
The customer reported the guidewire had twisted, which makes impossible to progress. Follow up indicated that the guidewire was kinked. Two guidewires were received from the hospital, one used and the other was still in its original state, coiled in the guidewire holder; a dilator was also received. Attempts to clarify with the reporter why the additional products were returned have not been successful; it is believed that the unused guidewire was returned for comparison.

Manufacturer narrative:
One damaged 0.035" guidewire and one undamaged 0.035" guidewire in the guidewire coil were returned for evaluation. The damaged guidewire was kinked and/or bent in 5 areas and the outer coil wire was broken and missing from the straight tip end. There was also 23cm of the outer coil wire missing from the guidewire and not returned with the sample. The second wire was found to be in good condition and the dilator was also found to be in good condition and within specification. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint of wire damage was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the limited information suggests that some procedural or clinical factors may have contributed to the difficulty reported. No actions will be taken at this time.